Manufacturer narrative:
Blank information in the MDR report represents unknown information. Patient information and serial number of the device were not provided at the time of the report but have been requested. If further information is received, a supplemental report will be filed.

Event description:
It was reported via phone call that a patient with an intera hepatic artery infusion pump, implanted 6 months prior, had 30 ml of infusate returned. Interventional radiology (ir) had accessed the catheter with a special bolus needle two times without success, but had success on the 3rd time with a 10 ml syringe. When a subsequent tc99 study was completed, it was discovered that there was tc99 in the body cavity. The stated working hypothesis from the reporting physician was that there was a "long segment distal occlusion and the catheter was the point of least resistance." The patient had glycerin infused at the time of the event. Patient information and serial number were not reported at the time of the initial report.

Manufacturer narrative:
Supplemental report to add patient information and device serial number. The device history record for this serial number was reviewed; the device met all specifications as manufactured, no nonconformances or deviations were associated with this serial number. Bolus-path occlusion is a known complication as listed on the device labeling.

Event description:
It was reported via phone call that a patient with an intera hepatic artery infusion pump, implanted 6 months prior, had 30 ml of infusate returned. Interventional radiology (ir) had accessed the catheter with a special bolus needle two times without success, but had success on the 3rd time with a 10 ml syringe. When a subsequent tc99 study was completed, it was discovered that there was tc99 in the body cavity. The stated working hypothesis from the reporting physician was that there was a "long segment distal occlusion and the catheter was the point of least resistance." The patient had glycerin infused at the time of the event.